Event description:
During left total knee arthroplasty, zimmer complete legacy implant would not fit as sized or work as it was supposed to. Zimmer sales representative was present in or room for procedure and could not understand why implant did not seem to be mated appropriately. Separate stemmed tibial component and articular surface was implanted without problems. All poly tibial components were taken back to the manufacturer per zimmer sales representative.======================manufacturer response for orthopedic complete knee impant, nexgen completed knee solution======================implant components were given to zimmer sales representative to take back to zimmer for investigation of equipment failure.